Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 315 mg/dl and current blood glucose value was 120 mg/dl. Customer also had blood glucose values of above 300mg/dl and 435mg/dl. Customer had nausea. Customer treated by giving insulin through the pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, excessive no delivery test and delivery accuracy test due to buttons not responding. Pump received with broken battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.